Manufacturer narrative:
Medical device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter. Medical device type: foz.. Common device name: intravascular catheter.

Event description:
It was reported that foreign matter occurred with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "fm like fragmet of plastic was on the catheter tip."

Manufacturer narrative:
H.6. Investigation: bd received a 20 gauge insyte autoguard blood control unit from lot 8278838 and photos of the defect for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no signs of foreign matter on the needle cover or adapter assembly. However, after reviewing the provided photos the engineer was able to see a piece of black thread on the tip of the catheter tubing. Based off the provided photos the engineer was able to verify the reported defect. However, since there was no foreign matter on the returned unit and definitive root cause could not be determined.

Event description:
It was reported that foreign matter occurred with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "fm like fragmet of plastic was on the catheter tip."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter. "Fm like fragmet of plastic was on the catheter tip."